Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the burr became stuck on the guidewire. The target lesion was located in the highly calcified left anterior descending artery. A 330cm rotawire and peripheral rotalink plus were selected for use. Upon withdrawal, the burr could not be smoothly withdrawn from the rotawire. As a result, the devices were removed together. The burr needed to be separated from the advancer and was the pulled out from the rotawire. No kink was noted on the rotawire. The procedure was completed with another of the same device. No complications were reported, and the patient remained stable post procedure.

Event description:
It was reported that the burr became stuck on the guidewire. The target lesion was located in the highly calcified left anterior descending artery. A 330cm rotawire and peripheral rotalink plus were selected for use. Upon withdrawal, the burr could not be smoothly withdrawn from the rotawire. As a result, the devices were removed together. The burr needed to be separated from the advancer and was the pulled out from the rotawire. No kink was noted on the rotawire.. The procedure was completed with another of the same device. No complications were reported, and the patient remained stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device returned without the burr loaded on it, therefore, no sign of jamming could be found. The proximal section was kinked and the spring tip was bent. During its analysis no issues could be found that can be attributable to the reported issue of guidewire burr stuck on wire. Therefore, the reported issue was not confirmed.